Manufacturer narrative:
The insulin pump alarmed motor error during the occlusion test due to faulty force sensor resistor. Testing of the insulin pump showed that it was functioning properly and passed all functional testing. The insulin pump passed the self test and the vibrator is working properly. The insulin pump has cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window and scratched reservoir tube window.

Event description:
The customer's wife reported via phone call that they had a crack on the insulin pump. Customer's wife stated that the pump did not vibrate during the self test. Customer was going through a period of low blood glucose. Customer's wife stated that the pump sometimes said that the customer had a high amount of carbs when they never had that amount of carbs. Customer's wife stated that the pump was giving too large of a bolus for the amount of carbs. Customer's blood glucose was 49 mg/dl at the time of the incident. Customer treated by having juice at the doctor's office. Customer's wife stated that there are two cracks on the pump. The damage is on the right hand corner and on the bottom left hand corner of the screen where the reservoir goes in. Customer's wife was unsure of how the damage occurred. Customer was advised that the insulin pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.